Event description:
It was reported that the device¿s power supply was working intermittently; it would come on and go off when the customer wiggled the cable near the plug end. The pump was also out of date for preventive maintenance. During preventive maintenance, it was found that the pump was over-infusing by 11 percent. There was no patient involvement.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal was coming off. Event history log review was not applicable. Functional testing was not able to replicate the reported issue; the pump passed all accuracy testing and the pump charged normally after plugging the ac adaptor in. The root cause for the over-infusion was unknown; the root cause for the charging problems was suspected to be a faulty ac connector. Preventive service was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.